Event description:
Note: this report pertains to the second of two hologic devices used in the same procedure. See associated medwatch MFR's report# 1222780-2010-00195. Following an unsuccessful cavity integration assessment (cia) test during a novasure endometrial ablation the physician did a hysteroscopy and saw a uterine perforation. The ablation was aborted. No treatment was needed for the perforation. The pt was an in-patient for another reason and was returned to her room. A hysteroscopy, (d&c) dilatation and curettage (not hologic devices) and sounding were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Device history record (DHR) review was conducted for the identified lot number and serial number of the disposable device. No abnormalities were found related to the reported info. This device passed final testing prior to release. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).